Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0196932. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample was returned with 3ml of saline remaining. The plunger rod was pressed downwards and no issues were identified with movement. Based on the investigation results, a cause related to the manufacturing process could not be identified for this incident.

Event description:
It was reported that syringe 10ml saline xs plunger was difficult and falls out. The following information was provided by the initial reporter: the syringe plunger blocks (too hard) and when you want to move the plunger back, it separates from the body of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline xs plunger was difficult and falls out. The following information was provided by the initial reporter: the syringe plunger blocks (too hard) and when you want to move the plunger back, it separates from the body of the syringe.